Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via social media that the customer experienced high blood glucose. The customer's blood glucose was 510 mg/dl at the time of incident. The representative stated that the customer's infusion sites kept getting clogged or bent but the no delivery would not alarm. The representative stated that the customer's blood glucose was between 173 mg/dl to 510 mg/dl. The customer also stated that the cannula was bent and found out of her body and just lying on her skin. The representative stated that the customer resolved that issue by replacing her site. The representative stated that the customer's blood glucose was 163 mg/dl after resolving the issue and received multiple no delivery alarm. The insulin pump will not be returned for analysis.